Manufacturer narrative:
MFR's report date: 01/26/2011. (B)(4). Pt was middle aged adult. Set originally reported to be model 10015048, but set received was model 2200-0500. Set was received for investigation in 2 pieces, attached to an empty bag of kcl with a label stating to infuse at 21 ml/hr. A note attached stated "hub was cut off." A separation was confirmed, however, it was noted to be at the upper fitment, not the lower fitment. The silicone was observed to be completely torn away from the set just after the o ring on the upper fitment. Crush marks were noted on the upper fitment. The root cause of the tear could not be determined.

Event description:
Customer reported that set had been primed without difficulty and was later noted during a chemo infusion (rate 75 ml/hr) to be separated "where the tubing connects above the slide clamp," presumed to indicate the junction of the silicone segment to the lower fitment. The nurse noted fluid leaking out of the pump, opened the door, and saw the set separated. No patient or staff harm was reported. No add'l pt or event info was available.